Event description:
It was reported that the patient experienced unspecified issues with an ambicor penile prosthesis (app). The app was explanted and a new 20cm x 14mm app was implanted. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.